Event description:
The customer reported, a critical device error at boot up.

Manufacturer narrative:
(B)(4). The customer reported a critical device error at boot up. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.